Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that the pump needs preventive maintenance, it was also noted that the pump finished 4 hours earlier than expected when last used on a patient during infusion. The reported event will result in over-delivery of medication, potentially leading to overdose or other adverse clinical outcomes. There was a patient involvement but no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date. Additional facility information: central virginia va hospital, 1201 broad rock blvd, richmond virginia 23249.